Event description:
It was reported that the patient presented in clinic with an alert for pace/sense impedance out of range. Noise could not be reproduced with isometrics or pocket manipulation. The patient will continue to be monitored.

Manufacturer narrative:
The reported field events of noise, high pacing lead impedance, and inappropriate therapy were not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The causes of the reported noise, high pacing lead impedance, and inappropriate therapy could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received indicated that the ICD was explanted due to noise resulting in inappropriate therapy.